Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, the farawave catheter was prepped and tested. However, when advancing the guidewire, there was a bit of resistance. After inserting into the body, the resistance was greater, and catheter needed to be swapped out. Additionally, it felt like the wire would snare. The catheter and rosen wire were replaced, and the procedure was completed as normal. There were no patient complications. The device is not expected to return as it was disposed. It was further reported that a bsc starter wire was replaced when the catheter was replaced. However, there was no malfunction allegation against the bsc starter wire. Attempts were made to reload the wire into the catheter but could not make it through. The catheter was never deployed without a guidewire inserted. No tissue was observed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, the farawave catheter was prepped and tested. However, when advancing the guidewire, there was a bit of resistance. After inserting into the body, the resistance was greater, and catheter needed to be swapped out. Additionally, it felt like the wire would snare. The catheter and rosen wire were replaced, and the procedure was completed as normal. There were no patient complications. The device is not expected to return as it was disposed.